Event description:
Per the clinic, the patient experienced ¿piercing sounds¿ when using the device. The results of an integrity test in 2009 indicate normal receiver stimulator function with multiple electrode anomalies. The patient was explanted two months later, and the patient was reimplanted with a new device during the same surgery.